Manufacturer narrative:
(B)(4) - intraocular pressure rise. Size incorrect for patient. Device evaluated by manufacturer? No. Lens remains implanted. Evaluation method: work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review . Results: per medical review - reportedly icl explantation/exchange is planned to address lens vaulting and subsequent "uncontrolled" iop. No further details were provided. It should be noted that procedure related factor (length miscalculation, retained viscoelastic, non-patent iridotomies) and /or patient related factor (anatomy issue) could have caused/contributed to the event. Dfu instructs physicians under warnings:" "4. Two basal iridotomies must be performed 90° apart using a yag laser at least 2 weeks before implantation of the visian icl, with confirmation of the patency of the iridotomies prior to implantation 7. The iridocorneal angle distance may decrease after implantation of the visian icl. Iridocorneal angle should be assessed 1 week after implantation and monitored if the angle is extremely narrow. " inadequate flushing of the viscoelastic from the eye may lead to intraocular pressure (iop) spikes. Iop should be checked 24 hours postoperatively. " the reassessment will be performed when (if) additional information is obtained. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the surgeon stated the lens remains implanted in the patient's eye and a possible cause of the event is due to the peripheral iridotomy. The patient has a lot of pigment and a dark iris and this may clog the angles. The patient is on steroids for the pressure and the va is 20/40.

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens bilaterally. The reporter indicated the lens had excessive vaulting and the patient was experiencing uncontrolled intraocular pressure. The plan is to explant and exchange the lens.